Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was fully expanded as designed. The distal tip was torn radially along the distal liner edge; tip opened along axial score line; hdpe stretching along tear; soft tip damage/stretching and scratches. All score lines were present. There was no damage observed on valve. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported event for inability to advance through sheath was confirmed empirically. Minor scratches were noted on the soft tip, potentially indicating interaction with sharp calcified nodules. It is possible that one or more of the patient/procedural factors listed above (access vessel calcification, tortuosity, undersized vessel diameters, steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. This reported event complaint falls within the scope of a CAPA- that was opened to further investigate potential contributing factors to the tip tear events. The reported event for distal tip torn and was confirmed based on the evaluation of the returned device and provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment and/or by other manufacturing related factors being investigated in the CAPA. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, resistance was felt during insertion of the 29mm commander delivery system into the 16fr esheath+. On fluoro, it was noted that the valve would not advance, despite measures to pull the esheath+ back and attempt to reinsert the valve. The devices were removed as a unit. There were no changes in hemodynamics noted. A new set of devices were prepped per IFU, and all were inserted without difficulty. The valve was aligned and deployed 80:20. There was no injury to the patient. It should be noted that at the back table, the operator attempted to push the 1st valve through the esheath+, and a tear was noted. Per pre-deco findings, the distal tip was torn.